Event description:
It was reported that the artificial urinary sphincter (aus) did not perform properly after activation. The patient underwent surgery and air inside the system was observed upon removal. All components were removed and replaced. The balloon was perforated upon removal. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. The balloon was visually and microscopically examined, and leak tested. A pinhole leak was identified in the shell consistent with explant damage. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass the poppet pressure test. Based on the information available and analysis results, the poppet pressure issue identified in the pump could have caused or contributed to the reported clinical observation of device not performing properly.

Event description:
It was reported that the artificial urinary sphincter (aus) did not perform properly after activation. The patient underwent surgery and air inside the system was observed upon removal. All components were removed and replaced. The balloon was perforated upon removal. There were no patient complications.